Event description:
It was reported to philips that the device has a startup error. There was no patient involvement. The customer worked with the technical support representative. The customer reran the operational check and it passed all testing. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted.

Manufacturer narrative:
(B)(6).